Manufacturer narrative:
Customers complaint of device not rotating was confirmed. The motor was stalled and the nose bearings were worn/disintegrated. Motor and cable assembly has been replaced. Motor was stuck, not allowing the temperature test. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was seizing and heating up. There was no patient impact.